Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose three to four weeks ago. The customer stated that the symptoms leading to his admission were nausea and sensation of vomiting. It was stated that the customer was experiencing high blood glucose and treated himself with a manual injection. The customer did not feel well to troubleshoot. No further information was provided.